Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the device was returned for evaluation. The returned delivery system was found with loaded stent and with activated wheel but with loose joint slide block/ diving sheath which confirmed that a deployment was impossible. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." H10: d4 (expiry date: 11/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stent system allegedly failed to deploy. It was further reported that the device was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that the venovo stent system had a defect that large thumbwheel did not work properly. It was further reported that the device eventually removed the stent. There was no reported patient injury.